Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2019, the patient contacted lifescan (lfs) (B)(4) alleging that his onetouch verio flex meter was reading inaccurately low compared to feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation after reviewing the call. Unsuccessful attempts were made to contact the patient to verify their claims. The patient stated that the alleged product issue first occurred on (B)(6) 2018 at around 1:00pm. The patient stated that he obtained blood glucose result 3.1mmol/l on the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of inaccuracy. The patient manages his diabetes with ¿2 metformin pills a day and one insulin injection at night¿ (dosage not confirmed). He continued with his usual diabetes management routine in response to the alleged product issue. The patient reported that about 15 minutes after obtaining the reading he developed symptoms of ¿confusion, sweaty and shaky¿, which he associated with the low reading he obtained and then went to the fridge to treat himself with orange juice. At this point the patient passed out and was taken to emergency room. Whilst in the hospital the patient stated that at 4:00pm he obtained a blood glucose result on the hospital meter; however, he was unable to recall the result. The patient stated that he was treated by an hcp with IV fluids. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure. The control test had not been selected manually. The patient¿s test strips were stored correctly and not expired. The patient did not have control solution to perform test. The patient¿s products were replaced. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event and required medical intervention after the alleged product issue began. Although the symptoms appear to correlate with the low reading obtained on the device the patient reported that he received insulin whilst in hospital. The patients claim could not be confirmed based on the information provided. The subject meter could not be ruled out as a cause or contributor to the event.